Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first device was deployed too deep for which it did not meet release criteria and was partially recaptured. At this time, the device was redeployed and eventually fully recaptured. An negative effusion sweep was performed. The second device was deployed and met release criteria for which it was released. Another negative effusion sweep was performed and the patient was transferred to the recovery room. Approximately two hours later, the patient became hypotensive and an effusion was noted on the transesophageal echogram. At this time, a pericardiocentesis was performed draining 400ml of blood to stabilize the patient. The patient was discharged home without further complications.